Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the patient received multiple loss of prime alerts with cartridges from different boxes. The reporter stated that there was no sudden change in force or temperature and the cartridge cap was secured. Review of cartridge usage techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime alert with non-zero low force. On investigation, the pump powered up with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Bolus delivery exercises were completed and recorded correctly. The force sensor calibration reading was within specifications. The investigation verified the reported prime issue in the black box but was unable to duplicate the issue.